Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by priming the tubing and, if necessary, changing the cartridge. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.